Manufacturer narrative:
No unexpected low battery alerts noted during testing. The insulin pump passed displacement test and off no power test. The operating currents were in specification. The insulin pump was received with blank display anomaly due to severely corroded battery cap contact; tested with a test battery cap and powered on properly. The insulin pump had a cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was unknown. The wife stated that her husband had a blank display and a low battery alarm. The wife stated that they changed the battery and now there is nothing on the screen. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.